Event description:
It was reported that the patient received multiple inappropriate shocks. It was also reported that right ventricular [rv] lead noise was seen on the patient's electrogram and an rv lead fracture was suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.